Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. There was glue residue on the catheter handle in a white blooming pattern. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis.